Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump was emitting cs 064 call service alarms. It was noted that changing the cartridge and tubing was not able to resolve the call service alarm issue. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the pump¿s black box history showed that cs (B)(4) call service alarms were recorded on (B)(6) 2014. The pump was exercised for 24 hours with no alarms occurring. Multiple load step functions were performed with no alarms occurring. The pump case was removed and no evidence of moisture contamination or loose components was found inside the pump. The complaint that the pump was emitting cs (B)(4) call service alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.